Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was inpatient for epistaxis and started having renal insufficiency with lactate dehydrogenase (ldh) jumping from the 300's to 1200's and staying elevated. The pt was taken to the operating room and underwent a pump exchange from one lvad to another lvad.

Manufacturer narrative:
A root cause for the report of epistaxis, renal insufficiency, and elevated ldh levels could not be determined through this evaluation as the lvad was not returned. Attempts by the manufacturer to obtain the device for analysis were unsuccessful. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available at this time. The manufacturer is closing its file on this event.

Manufacturer narrative:
The MFR is attempting to acquire the device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.